Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezg1500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that a patient had a PICC placed a month ago. The access site was at the basilic vein on the left side upper arm and was done under ultrasound. During routine maintenance of the catheter in the PICC outpatient department, it was reported that blue catheter debris was found at the transparent part of the extension tube when delivering normal saline. Health professionals then exchanged the extension tube of the catheter and continued to use it.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material within the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received in two segments which shared a complete break between the luer adapter and the two-piece connector. The distal segment terminated just distal of the connector. Mechanical damage was abundant throughout the connector. Blue material was visible within the extension tubing. Microscopic inspection of both the complete break and the distal end of the sample revealed striations typical of sharp instrument cuts. Microscopic inspection and manipulation of the occluding material revealed it to be plastic. The plastic material exhibited discoloration and material deformation. The material did not resemble any of that comprising the catheter by microscopic visual comparison. The material fragments were larger than the inner diameter of the two-piece connector stent. The foreign material was not consistent with any components of the catheter. The location and size of the material indicated that it was introduced to the extension tubing through the luer adapter; and likely originated with a peripheral device attached to the catheter. An inquiry has been placed with the complainant facility to discover all peripheral devices used with the catheter.